Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced hypoglycemia and had passed out and had to have emergency medical treatment or emergency medical service. Customer's blood glucose level was 40 mg/dl. Insulin pump had passed self test and displacement test. Customer declined to troubleshoot. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.